Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction procedure the handpiece presented no phacoemulsification handpiece. The handpiece was exchanged and the case was completed. Patient impact is unknown.

Manufacturer narrative:
Additional information has been provided. The handpiece was received for evaluation. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to fail the tune test, and the handpiece did not meet the stroke length specifications. Disassembling the handpiece revealed moisture ingress within the electrode chamber. When disassembled, moisture ingress was observed in the electrode chamber, which may have contributed to the observed low phaco power. However, as the phaco power did not stop during testing, the customer reported event of no phaco power was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on may 19, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).